Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that about two weeks before this report in (B)(6) 2020, the yeast infection returned with mild redness, rash and itching beneath the wafer. The end user was wearing the product when it occurred. The ostomy nurse had prescribed oral diflucan and topical nystatin powder. The end user continued to use the product but the ostomy nurse felt that she needed to switch to a different wafer with alternative ingredients. The area had not cleared over the last two weeks. No photo is available at this time.